Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
A midline place on a pt (very challenging contracted limited access). Was able to place the line on the first stick got great blood return then during flushing noticed a moderate amount of saline coming from the insertion site. First thought was that the line had looped distally on itself. Then (in an attempt to resolve the loop retracted one cm at a time anf flushed. When a total of 3 cm's externally found there was a pin hole in the side of the tube there was no chance that this was done on insertion as the line never comes in contact with the introducer needle, an exchange was done which went well but very frustrating.